Event description:
It was reported that during the daily test, the device was observed to power cycle repeatedly when trying to complete its self test. The device did not have the ability to power on and be used, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the device would shut down when the user test was being performed, or when the "charge" button was pressed. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u27.